Event description:
The facility reported a colleague infusion pump with a malfunction of "manual tubing valve on the side of machine broken." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The event occurred in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction where the "manual tubing valve on the side of machine broken" was confirmed during product evaluation. The root cause of this condition was assigned to a damaged manual tube release knob, due to physical damage. The pump head module was replaced to correct this condition.